Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: one presto inflation device with conquest attached to it was returned for evaluation. An unknown liquid within the syringe, gauge was sitting at the 34 atm marker was able to be observed during the visual evaluation of the returned device. On the functional evaluation the returned conquest balloon was inflated with the returned presto device and pressure was maintained in the balloon. However, the pressure gauged moved passed 40 atm. On further when the balloon was deflated the pressure gauge returned back to 34 atm with water still sitting at the distal end of the syringe. Therefore the investigation was confirmed for the reported incorrect reading was confirmed as the device¿s pressure gauge noted to be stuck at 34 atm during the inflation and deflation of returned conquest balloon during the functional testing. A definitive root cause for the reported incorrect reading could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy.

Event description:
It was reported that during an angioplasty procedure, the pressure gauge of the inflation device allegedly failed to work. There was no reported patient injury.

Event description:
It was reported that during an angioplasty procedure, the pressure gauge of the inflation device allegedly failed to work. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.